Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy on (B)(6) 2013, 16:31:49. During night drain cycle one, the patient's ultrafiltration reading was 222 ml, indicating the home patient (hp) drained 222 ml more than their maximum programmed fill volume of 150 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.